Event description:
End user advised, that dealer provided a loaner chair (no serial number) while chair (B)(4) was being worked on and the screw from the right front rigging was rubbing up against back of leg and caused a hole to form on back of end user right leg. End user mother advised took daughter to doctor and it was infected and have to take an antibiotic and is still going to doctor because the hole has not healed. Not aware if the chair was a invacare or not, end user mother advised happened (B)(6) of 2013.